Event description:
Note: date of event is unknown. On december 19, 2006, the customer reported to bsc that during a colonscopy procedure (patient gender & age unknown). The resolution clip grasped the tissue, but would not release from the catheter. The resolution clip was removed from the tissue with no additional trauma occurring at the bleed site. This tissue occurred twice prior to this device before being completed with a fourth clip. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
User facility was unable to supply the lot number of the device used; consequently, the manufacturer date of the device is unknown. This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Please note associated medwatch reports 6000048-2007-00004 & 6000048-2007-00005.